Event description:
The customer reported a slow leak of coolant. Thereby, the level of coolant inside the coldwell of the thermogard console (s/n (B)(4) was slowly decreasing. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The thermogard xp ivtm console (s/n (B)(4) was evaluated at the customer site. The reported complaint of "slow leak of coolant" was confirmed during the visual and functional inspection. The root cause of the reported complaint was that the coolant pump was cracked, possibly attributed to the aging of the device. The thermogard console was manufactured in november 2011 and is almost 11 years old, well beyond its expected service life of 5 years. Visual inspection of the thermogard console showed no apparent physical damage to the console. The internal inspection of the device confirmed that the console had leakage, as coolant was slowly dripping onto the floor. A review of the event log showed no significant error messages or discrepancies. The thermogard xp ivtm system passed the power-on-self-test (post) without any issues. Further inspection inside the console while it was running revealed a crack on the coolant pump, which caused the coolant to slowly leak out, confirming the customer's reported complaint. The defective coolant pump was replaced to remedy the problem. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).